Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. As received, the trunk cable was pulled from the distribution node (dn), damaging the j702 connector on the dn pca board. In addition, the cable connecting the dn and front therapy electrode (te) was cut off. The root cause of the damage is physical abuse. The damage is consistent with the reported resuscitation efforts.

Event description:
During servicing of an electrode belt, which was returned for investigation into a patient's death, a reportable problem was found. Two of the electrode belt cables were damaged. Review of the details surrounding the event indicate that the patient entered asystole on (B)(6) 2019 which is considered a non-life sustaining, non-treatable rhythm. Resuscitation efforts were reportedly performed at the time.